Event description:
A report was received via medsun mw (B)(4) indicating "registered nurse transport specialist (rnts) called to bedside to remove 1.9fr peripherally inserted central catheter (PICC) line. Line inserted at the ankle saphenous vein of the right leg. Rnts confirmed the PICC removal order. Rnts stopped ivf once at bedside and dressing removed using adhesive remover. Placing a small chloroprep wand over the insertion site, rnts began to slowly pull back on the PICC line. Several centimeters were easily pulled back. Rnts noted that line did not full remove and attempted to pull line out again. PICC line snapped near insertion site. Rnts held fingers tightly around leg to act as a tourniquet. Rnts removed chloroprep wand slowly to reveal <0.25cm of PICC line out of insertion site. Rnts attempted to grab end using forceps but line slipped beneath skin at insertion site. Bedside rn immediately notified nnp (neonatal nurse practitioner) who came to bedside and ordered stat x-rays. Tibia/fibula (tib-fib) and kidney, ureter, and bladder (kub) x-ray done to show PICC line between knee and pelvis. Approximately 10cm of line remains. Per the advise of vad (vascular access department), a loose tourniquet was placed around the patients thigh to help hold line in place. Rnts applied light band without compromising perfusion to leg. Nnp reached out to ir (interventional radiology). During removal, PICC line snapped only allowing half of the line to be removed. With 7cm of the line remaining in patient requiring ir removal under anesthesia." Removed portion of PICC line in rnts office, remainder was discarded. --------------------------------------

Manufacturer narrative:
The sample has not been returned to the manufacturing site for evaluation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample returned for review. Additionally, there has been no visual evidence provided to support the reported issue. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample or visual evidence is provided at a future date, this complaint may be reopened for further evaluation at that time.